Manufacturer narrative:
The valve was patent and met the requirements for reflux and pre-implantation testing. It did not meet the requirements for leak, si phon or pressure-flow testing due to a tear in the bottom membrane of the delta chamber. It is unknown how or when this damage occurred. The catheters were returned in four segments approximately 6.5, 15.4, 16.1 and 33.5 cm in length. All segments met the requirements for leak, patency, tensile strength and ultimate elongation testing. There was proteinaceous debris in the interior and exterior of all the devices. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The instructions for use also caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the operation, the doctor found that the product was leaking. According to the report, the device was replaced with a new one to complete the surgery. Reportedly, the patient¿s current condition is normal.